Event description:
It was reported to gore that during a thoracical abdominal aneurysm case, the core hybrid vascular graft was being placed in the lumbar artery. The physician began to deploy the device opening approximately 1 cm and would not open further. The physician removed the device and proceeded to successfully implant another gore hybrid vascular graft. There were no consequences to the pt.

Manufacturer narrative:
The investigation is in progress.